Manufacturer narrative:
(B)(4), concomitant medical products:architect i2000sr analyzer, list # 3m74-01, (B)(4).evaluation: no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
On (B)(6) 2010, company representative reported boluses were listed in infusion device history that were not programmed by pt. Pt did not bolus at the times listed and did not press any infusion device buttons. Follow-up was completed with pt. Pt reported he experienced hypoglycemia on (B)(6) 2010 with readings of 49, 53, and 50 mg/dl. Target blood glucose is 150 mg/dl. Pt treated himself with orange drink and blood glucose lowered again. There were 4 boluses in the infusion device history which were not programmed by pt. On day of event, the insulin cartridge was new. The basal rates and time were programmed correctly. Pt did not prime or remove the insulin cartridge while the infusion tubing was connected to his body. Infusion device was not dropped or exposed to moisture or liquid. No charges were reported to diet, medication, or lifestyle. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed an increased amount of initial reactive results for the architect i2000sr analyzer when reaction vessel (rv) lot 71304p100 was in use. There was no impact to patient management.